Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-01504. It was reported that the lead was auto reducing resulting in the patient receiving ineffective therapy. Patient denies any traumas or falls. Upon system check, high impedance issue was observed on the lead. Programming changes were made however the issue was not resolved. The lead was explanted, and a new lead was implanted. It is unknown which serial number of the lead was explanted therefore both leads are being reported. There were no complications during the procedure. Patient was stable.